Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No displacement anomaly or motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case, missing serial number label and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Updated narrative has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing low blood glucose values for the past 3 months. On (B)(6) 2020 she required the assistance of emergency medical services for a blood glucose of 22 mg/dl. Treatment was with glucose gel and an intravenous drip. The customer also stated that she is sometimes high and at the time of the call her blood glucose was 300 mg/dl. The customer was using the insulin pump at the time of the event. The customer was not in auto mode. The customer stated the insulin pump was worn when she had shoulder, back, and teeth x-rays. The displacement test was performed, and the pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 22 mg/dl and the current blood glucose was 300 mg/dl. The customer was not using auto mode function at the time of the event. The customer treated low blood glucose by using intravenous drip. The customer was experiencing low blood glucose for 3 months now. The customer was experiencing low some times high but most of the time she is getting low blood glucose that they need to call an ambulance to treat her. Performed displacement test and was passed. The insulin pump will be returned for analysis.